Manufacturer narrative:
The device has been received for analysis, and currently the investigation is in progress. This report will be updated upon completion of analysis.

Event description:
It was reported during a routine follow-up, the pacemaker technician observed that the device had reached eri (elective replacement indicator). During the last visit on (B)(6) 2018, the battery estimation was showing 2 years remaining. The device was explanted and replaced on (B)(6) 2019. The device has been received by bsc, and is pending analysis.

Event description:
It was reported during a routine follow-up, the pacemaker technician observed that the device had reached eri (elective replacement indicator). During the last visit on (B)(6) 2018, the battery estimation was showing 2 years remaining. The device was explanted and replaced on (B)(6) 2019.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared (ert) earlier than previously estimated.